Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Per the contact, the customer was wearing the pump at the time of death. It was reported that the cause of death was a low blood glucose level. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.